Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The hcp states that the patient needs their stimulation increased. The patient saw their hcp yesterday and the hcp felt the patient needed their stimulation increased as the patient feels the device is not doing anything to help their pain which began (B)(6) 2017. Technical services transferred the hcp to have a manufacture representative (rep) paged as it sounded like the patient needed to be reprogrammed. The caller stated that the device worked for the first week but then it was not working anymore. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that reprogramming and imaging was done to resolve the issue. The device was working and capturing lower extremity pain. This was a new onset of symptoms and the patient was ok.